Event description:
It was reported that user have attached some images from a leaking flushing port base of a dignishield system used in intensive care unit 3. They were saying about 10% of the flush and number 2 in liquid form came out from the seal. The dignishield was only inserted yesterday. (2 days old fms). The nurses have tried to use tegaderm to seal it and no leaking has occurred after this innovation with tegaderm.

Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.